Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. No information has been provide to date.

Event description:
It was reported that during testing, the pump alarmed battery removed with new batteries and the lens was damaged. No patient injury or involvement was reported.

Manufacturer narrative:
H10: manufacturing device history record review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Visual and functional testing was performed. Visual inspection found fluid ingression and damage. Functional testing found the problem was duplicated "battery removed alarms with new batteries, lens damage" issue during the investigation. Unable to perform device pump cause fluid ingression on the rear housing due alarms/messages displayed "battery removed pump won't run" and lens was damaged. Recommended rear housing assembly and lens to be replaced. The root cause of the issue could not be determined. This issue will be monitored for any increase in occurrence. If the occurrence of this issue increases significantly, additional investigative action will be taken accordingly. This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms # (B)(4).